Event description:
It was reported that the customer's fill estimate was inaccurate. There was no reported impact to the customer's blood glucose level.

Manufacturer narrative:
On (B)(6) 2015: the customer called back and indicated there were no longer experiencing fill estimate issues. The product has not been returned for evaluation. Should new relevant information becomes available a supplemental report will be submitted.